Manufacturer narrative:
H.6. Investigation summary: one video and nine representative samples were received by our quality team for evaluation. Upon visual inspection of the video, leakage was observed due to the valve moving; therefore, the incident could be verified. The nine representative samples were subjected to visual inspection, valve injection test, and catheter adapter leak test. The representative samples passed the inspection criteria and no abnormality was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the probable root cause for the leakage could be due to the valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. CAPA 1379444 has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: "liquid leakage via injection port."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: "liquid leakage via injection port."